Event description:
The patient presented with a rebleed post-operatively. No addtional details were provided regarding the treatment or patient outcome.

Manufacturer narrative:
Initial report 3006524618-2017-00115 submitted in error. Additional information received from facility contact indicates that the complaint device is unopened/unused and was not involved in any patient event.

Manufacturer narrative:
Correction: initial report 3006524618-2017-00114 submitted in error. Additional information received from facility contact indicates that the complaint device is unopened/unused and was not involved in any patient event.